Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) was connected. The technical service representative (tsr) had the hp recycle the power to clear the alarm and finish with manuals. The hp did not see any obvious cause of the alarm. The hp will call the nurse regarding the air detect alarm and being connected. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.